Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer did not know blood glucose level. Customer stated the alarm was fixed with a complete set change. Possible occlusion in the reservoir or infusion set. No further information reported.